Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. Vascular access was obtained via right common femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous right popliteal artery. The 3.0mm x 20mm x 135cm (4f) sterling monorail balloon catheter was used for pre-dilation after non-bsc guidewire crossed the lesion. During the first inflation at 14atm the balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
Age at time of event (unit) - 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).